Event description:
During a code situation, the device did not transfer energy on three different attempts, but inidcated 'energy fault' when the discharge buttons were pushed. A back up device was obtained and used, however the pt was not resuscitated. The reporter stated that the malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessement of the pt's viablity and the immediate availablity of a back up device.